Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for af ablation. After the procedure the pacemaker was interrogated, and an alert was shown stating the device was at eos. The alert was triggered falsely sue to rf signals. The device was reprogrammed and recovered the morning of (B)(6) 2019 and all functions and alerts went back to normal. The patient is stable.